Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was unknown. The event is currently under investigation and awaiting an ad-hoc risk review. This report includes information known at this time. An additional follow up report will be submitted should additional relevant information were to come from the ad-hoc meeting and/or has become available upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to customer relations: customer reports during the use of a 13 fr evolution rl (g23747), the evolution chewed through the outer sheath while being activated inside of said sheath. This caused the system to not be coaxial with the lead and caused an superior vena cava (svc) tear which resulted in a patient death.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation and the lot of the device was unknown. D4 - lot #: unknown. E3 - occupation: unknown. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to customer relations: customer reports during the use of a 13 fr evolution rl (g23747), the evolution chewed through the outer sheath while being activated inside of said sheath. This caused the system to not be coaxial with the lead and caused an superior vena cava (svc) tear which resulted in a patient death.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was unknown. . The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "the evolution chewed through the outer sheath while being activated inside of said sheath. This caused the system to not be coaxial with the lead and caused an svc tear which resulted in a death." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to customer relations: customer reports during the use of a lead extraction evolution rl controlled-rl controlled-rotation dilator sheath set (g23747), the evolution chewed through the outer sheath while being activated inside of said sheath. This caused the system to not be coaxial with the lead and caused a superior vena cava (svc) tear which resulted in a patient death.